Manufacturer narrative:
Received one (1) used d1000 tego connector for inspection. Silicone observed to be torn. As received, one (1) of the posts was bent, typical of overtightening. The fluid path of the tego was found to be clear when activated by a male luer. Although the reported complaint was unable to be replicated or confirmed, the bent post can lead to an incomplete connection and restrictions in flow. The probable cause of the bent post is due to overtightening during use. Dfu states: "do not overtighten." A device history lot # review could not be conducted because no lot number(s) was/were identified. Additional reporter: (B)(6). D4: only di provided as lot number is unknown.

Event description:
The event involved a connector tego central venous catheter where it was reported the central venous catheter (cvc) flushed without difficulties but when treatment started on the dialysis machine very high venous pressures. Blood pump stopped tego connector changed and treatment restarted without problems. Unexpected or prolonged care was unknown. There was patient involvement, but no harm reported. It was found in investigation there was a tear in the silicone.